Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges depending on the measurement method, discrepant blood preassures are recorded. The invasively measured values are higher than the non-invasive values on both arms. The differences were between 56 mmhg and 72 mmhg. No patient injury.